Event description:
Had realized agb placed in (B)(6) 2008. In (B)(6) 2018 I noticed that my band had zero restriction. Had fluoroscopy done (B)(6) 2018 and band appeared to be functioning but with zero fluid in it. Attempted a fill and it showed under fluoroscopy that it was working, but soon after had zero restriction again. Had surgery on (B)(6) 2018 at which time my surgeon discovered a leak between the plastic of the band and the balloon, something he had never seen nor heard of in his 10+ yrs of experience. Band was removed (at my cost, as I had no insurance) and we are reviewing for possibly conversion to vsg. Very disappointed in the band as it was allegedly designed to last a lifetime.